Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. Volumetrics of 100ml/hr and 10ml tested in spec at 9.93ml or (B)(4) of expected volume with no pressure alarms. Log review shows on (B)(6) 2024 and 6:29pm a continuing infusion from earlier that day of 63.67ml and infusion start of 0.34ml/hr with 30ml syringe. At 8:10pm with volume of 63.95ml pressure alarm level 5 occurred. At 9:26pm with volume of 63.96ml pressure alarm level 5 occurred. At 10:18pm with volume of 64.24ml infusion was stopped. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: 57ml of medication was infused from 1830 to 2200 at the rate of .34 ml per hour. This caused an under infusion - the pump did not infused the full amount of medication during the time it was programmed.